Manufacturer narrative:
The customer experience with the female iui shorted was not confirmed, evidence of a thermal event was observed however no short circuit was found to be present. It is suspected that another device, which was connected to the returned device, was the source of the short circuit event. The reported rear case melted was confirmed during the visual inspection and determined to be the result of the thermal event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.

Event description:
The customer reported the left iui connector shorted and rear case melted. There's no report of patient involvement.